Event description:
It was reported to medtronic minimed that the customer experienced pump errors 41 and 43, which occurred twice, including during bolus delivery. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, including clearing the alarms, rewinding the pump, performing a displacement test, and completing the load reservoir and fill tubing process. The pump passed the self-test, and no errors occurred during troubleshooting. However, the error table indicated that the pump required replacement. The customer was advised to discontinue use of the pump, revert to their backup plan per hcp instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap and reservoir locks properly into the reservoir compartment. No pump error 43 or pump error 41 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 43 alarm on the event date of 06/23/2025 at 12:59:49.000 in the pump history files and traces. Pump alarmed a pump error 41 alarm on the event date of 06/23/2025 at 12:59:49.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 43 was confirmed in the pump history files and traces due to a motor failure, problem isolated to the motor assembly. Pump error 41 was confirmed as a consequence of pump error 43. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.